Event description:
It was reported that the patient's experienced recurring incontinence with their artificial urinary sphincter (aus). The device had malfunctioned. The malfunction was not identified. The system was replaced with a 4.0 cm cuff, pump, and 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.